Event description:
A facility reported that the monopolar cable 10 feet (600290) sparked and caught fire in an operating room (or) during a surgical procedure. The fire reportedly went out as soon as the cord separated/broke off. It was reported that staff replaced the cord with another one and continued the case. There was no significant delay in surgery nor adverse consequence to patient.

Manufacturer narrative:
The 10 feet monopolar cable (600290) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned monopolar cable (600290) was in used condition with input end broken off. Cracking in the cable was visible at the output end. The product lot number indicated a manufacture date of 2012 or older. Damage to the cable and insulation due to wear may lead to the issue of breaking and sparking. Per the product warning label, "do not pull cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation. Incorrect handling of the cord can cause sparks or a fire hazard." Per the cable's instructions for use (IFU), "- it is very important to check all cables before each use for visual damages and wear, in particular with regard to the cord insulation. - never use damaged cables." Root cause analysis: the reported complaint was confirmed. Breakage may be the result of wear. Per the product warning label and IFU, a damaged cable must not be used and may cause a fire hazard. No manufacturing, workmanship or material deficiency has been identified.